Event description:
It was reported that the date is not showing on the stored images in pacs, but the date is in the 9800 system c-arm. After it is sent from the c-arm to pacs it does not show in pacs. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and high voltage cable. The system was tested and found to be working as intended and placed back into service.